Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that multiple pump errors were occurred. Blood glucose was 205 mg/dl. Customer was able to complete insulin pump rewind but self test did not pass. The insulin pump will not be returned for analysis.